Event description:
The patient was able to flip the implantable neurostimulator in the pocket. It ws able to be recharged intermittently. There were coupling and communication issues. This was not causing enough of a problem to require pocket revision. The device was interrogated and reprogrammed without problems.

Manufacturer narrative:
(B) (4).